Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited interrogation difficulty while being prepared for implant requiring a number of attempts for successful communication. At the time of the procedure the field representative was unable to access the device prior to its use despite several attempts. As a result the physician elected to implant an alternate device without further issue. A magnet reset of this device was later performed after which it was successfully interrogated. No adverse patient effects were reported.